Event description:
Radiometer reference number: (B)(4) according to the complaint the customer experienced false high glucose (glu) results on their abl90 flex analyzer (serial no; (B)(6). The hospital reported, on the morning of (B)(6) 2025, the doctor ordered an arterial blood draw to test blood gases, lactate, glucose, and electrolytes. After drawing the blood, the nurse performed the test on the abl90 flex analyzer. The result showed a glucose level of 18.8 mmol/l, which was reported to the doctor. The doctor instructed a repeat test using a rapid glucose meter, which yielded a value of 7.7 mmol/l. Suspecting a malfunction of the sensor cassette (lot; r0321) in the analyzer, the medical staff immediately contacted the engineer. The engineer instructed to recalibrate twice. After completing the recalibration, a follow-up test was performed, and the glucose result was 4.2 mmol/l, which is within the normal range. No adverse effects were observed in the patient.

Manufacturer narrative:
The radiometer investigation has not been able to identify the specific root cause in this complaint due to lack of data, parts and details. Hence, the root cause is unknown.

Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced false high glucose (glu) results on their abl90 flex analyzer (serial no; (B)(6). The hospital reported, on the morning of (B)(6) 2025, the doctor ordered an arterial blood draw to test blood gases, lactate, glucose, and electrolytes. After drawing the blood, the nurse performed the test on the abl90 flex analyzer. The result showed a glucose level of 18.8 mmol/l, which was reported to the doctor. The doctor instructed a repeat test using a rapid glucose meter, which yielded a value of 7.7 mmol/l. Suspecting a malfunction of the sensor cassette (lot; r0321) in the analyzer, the medical staff immediately contacted the engineer. The engineer instructed to recalibrate twice. After completing the recalibration, a follow-up test was performed, and the glucose result was 4.2 mmol/l, which is within the normal range. No adverse effects were observed in the patient. Information received from the customer (B)(6) 2025: after the analyzer detected a result of 18.8 mmol/l, the engineer inspected the analyzer and confirmed that both calibration and qc were normal, with no alarms triggered by the analyzer. The customer then performed two calibrations and repeated the sampling process, after which the test result returned 4.2. No repairs were carried out, and subsequent test results for other patients were all normal.